Event description:
The reporter indicated that during a routine follow-up, the device re-programmed all detection, therapies, and the brady rate. The programming steps will try to be duplicated by the representative.